Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment of the second clip. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with anterior leaflet prolapse. The first mitraclip was implanted without issue. A second mitraclip was implanted without issue after leaflet assessment was performed and looked good. Two to three heart beats later, the second mitraclip detached from the anterior mitral valve leaflet while remaining attached to the posterior leaflet (single leaflet device attachment-slda). As treatment, a third mitraclip was implanted to complete the procedure. Mr was reduced to grade 1. There was no clinically significant delay and there was no reported adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed anterior leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.